Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had exhibited a cut at the pink probe, an absence of thixotropic adhesive at the forceps cover, and pinholes in the glue on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the cut at the pink probe, the absence of thixotropic adhesive at the forceps cover, and the pinholes in the glue on the light guide lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.